Event description:
The field service engineer reported the system failed to produce fluoroscopic x-ray. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, igbt pcb, hvsr pcb, and high voltage tank was evaluated and replaced. The system was tested and found to be working as intended and returned to service.